Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the emergency room with dizziness and presyncope due to decreased heart rate. Upon interrogation the device failed to interrogate multiple times. Possible cause of the issue is battery depletion resulting in loss of pacing. Interrogation with different programmers was suggested. The device was explanted and replaced. No further information is available.

Event description:
New information received indicates that there were no complications after the surgery.